Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that customer was hospitalized due to hyperglycemia on (B)(6) 2019. The information received on (B)(6) 2022 stated the following reporter alleges events related to hospitalization and hyperglycemia. Customer also reported insulin pump's retainer ring was damaged, missing or broken from the attorney of the family. The information received on (B)(6) 2022. Attorney reporter alleges that use of medtronic insulin pump caused personal injury to the customer. No harm requiring medical intervention was reported. The device will be returned for analysis.